Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as raised bumps with lesions that hurt. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.